Manufacturer narrative:
Additional information received: the site updated the assessment of post procedure fever to possible related to the index procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system and endurant ii aortic cuff were implanted during the endovascular treatment of an aaa. It was reported 1 day post the index procedure, the patient developed a fever. Medication (panadol, cefazolin) was administered and the fever resolved 3 days post the procedure. The site assessed the fever as not device related, not related to the procedure and not related to an underlying condition. The sponsor has assessed the fever as having a causal relationship to the index procedure due to timing of event.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tcf2525c49ee, serial/lot #: (B)(6), ubd: 05-sep-2026, UDI#: (B)(4); product ID: etlw1620c93ee, serial/lot #: (B)(6), ubd: 14-jan-2027, UDI#: (B)(4) ; product ID: etlw1616c124ee, serial/lot #: (B)(6), ubd: 24-jun-2027, UDI#: (B)(4) ; product ID: etlw1620c124ee, serial/lot #: (B)(6), ubd: 24-feb-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.